Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the reported information, there was the possibility that the reported phenomenon was attributed to the contact failure of the electrical contacts of the output socket due to the adhesion of foreign material, or the focus function failure of the endoscope connected to the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure using the subject device at the user facility, a focus function error e204 was displayed on the monitor when an evis lucera elite 290 series scope was connected to the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.